Event description:
A trilogy evo ventilator failed final testing for failure to calibrate after having the machine flow sensor replaced due to inaccuracy during on-stie service by a field service engineer. There was no patient involvement, and no harm or injury reported. The active exhalation control module experienced a failure to calibrate issue during final testing. The parts required to correct the issue have been ordered but not yet received. Therefore, device repair has not yet been completed. If additional information becomes available, a follow-up reported will be submitted.